Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-37 that has a similar product distributed in the us, list number 8d06-31.

Event description:
The customer observed (B)(6) architect (B)(6) results on one patient. The results provided were: arch = 0.75s/co (<1.00s/co = (B)(6)). The patient was diagnosed with (B)(6) and their tppa = (B)(6); rpr titer 1:2 was (B)(6); on (B)(6) 2017 fta-abs = (B)(6). There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
The customer observed a potential (B)(6) result when using (B)(6), list number 8d06. A review of the complaint tracking and trending data with regards to your observation was performed and no trends were observed for the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Due to differences in assay formats and technologies, some specimens may be (B)(6) by one assay but (B)(6) by another, and vice versa. Therefore discrepant results between different methods can occur. There was no patient sample available for return. The (B)(6) assay demonstrated a (B)(6) of greater than or equal to 99.0% in a study testing samples that were confirmed as true (B)(6), which meets the (B)(6) specification in the assay package insert. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.